Event description:
A surgeon reported that the pt's cutting and aspiration was poor during surgery. These symptoms occurred intermittently during surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is expected, but has not yet been received for eval. (B)(4).